Event description:
The product was sent in 09/01/2020 for investigation.

Manufacturer narrative:
The device is not available now, it is being sent for investigation. Further information we will send it for the follow-up report.

Event description:
It was reported that there was a problem with a progav 2.0 valve. It was impossible to change the opening pressure. Implantation: (B)(6) 2018. Removal: (B)(6) 2020. Female, (B)(6) years old , (B)(6) kg, 158.6 cm. More information are not available. The product is still pending for investigation.